Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficult to deploy the clip could not be tested in the condition of the returned device, as the clip was already deployed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The device was used for treatment of the tricuspid valve. It should be noted that per the intended use section of the mitraclip system instructions for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Additionally, it was also reported that the gripper line was removed immediately after removing the lock line (prior to deployment); which is deviation as per IFU steps as documented within mitraclip system IFU; however, the off-label use did not likely contribute to the reported difficult to deploy the clip. Lastly, it was reported that the release pin groove was only half way exposed during deployment. It should be noted the mitraclip system IFU states: turn the arm positioner in the open direction until the release pin groove is fully exposed. Based on this information, it appears that the reported difficult to deploy the clip appears to be due to use error as the arm positioner wasn't turned enough to fully expose the pin groove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip is being filed under separate medwatch report.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat a functional tricuspid regurgitation (tr) with grade 4+. The first clip delivery system (cds 80212u389) was advanced to the tricuspid valve and placed at the anterior and septum leaflets. When attempting to deploy the clip there was some difficulty. The shaft appeared wedged; however, after approximately 2 - 4 minutes troubleshooting, the clip deployed. The second cds (80212u388) was advanced to the mitral valve however; there was a delay in deploying the clip as the same issue occurred. It was noted that gripper line was removed directly after removing the lock line (prior to deployment), and the release pin groove was only half exposed during deployment. Two clips were implanted, reducing tr to 1+ - 2+. There was no adverse patient effect reported. There was no clinically significant delay in the procedure. No additional information was provided.